Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint on (B)(6) 2016 from USA stating that a m520 oh3 started smoking and sparking during a surgery. They did not continue the surgery with this devices due to the sparks. They switched it off and removed it from the or. For completing the surgery they continued the case by using a back-up microscope. There was no patient/user harm.

Manufacturer narrative:
This is a final report. The defective part (xenon power supply) was returned for evaluation. Visual inspection has been performed by the responsible leica field service engineer and the specification developer. Further investigation on the defective part has been performed by the responsible supplier. According to the investigation results it was found that the input fuse was still functional which indicated that there was no excessive current in the power supply primary circuit caused by a short circuit. The exact root cause could not be determined due to the fact that some parts of the xenon power supply were destroyed. It was found that the power circuit board was damaged which caused the xenon power supply to fail. Consequently it can be concluded that an excessive heat or another impact lead to the damaged power circuit board that resulted in a defect of the xenon power supply. Based on a review of the complaint statistic the probability of occurrence is remote. The affected device has been repaired and put back into service.

Manufacturer narrative:
The previously reported manufacturing site information was missing and therefore the manufacturing site's address, fax number and email address are being submitted as described.